Event description:
It was reported that during a shoulder cuff repair, where a drill was used to prepared the insertion site, which was cleared from all the debris prior to the insertion of the anchor, a footprint anchor broke and was removed from the patient. Surgery resumed after a non-significant delay, with a back-up device used in the originally drilled bone; therefore no voids were left in the patient, whose current health status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture materials were returned. The anchor is fractured away at the distal end. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.